Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event of handle fracture. Previous investigations found design is attributed to the handles cracking; eco 256356 was implemented on (B)(4) 2008 to change the material from (B)(4). The vendor date code j1105 indicates the instrument was manufactured in november 2005 and is over 8 years old, made prior to these changes. Recently, eco 416321 was implemented that further changed the material from aluminum to overmoulded silicon. Further corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On (B)(6) 2014, the tha was conducted with /s-rom pinnacle. After the surgery, it was noted the handle of straight impactor was fractured when taking back the instrument to box. During the surgery the surgeon had used the instrument but didn¿t note this issue at that time. According to the surgeon, the handle part had not been impacted ever. And the timing of occurring this fracture is unknown. Hence, the surgeon checking the x-ray, however, there was not found anything. The surgeon did not take a risk for conducting the surgery for fracture since there are no confirmation yet. Consequently, the patient is under monitoring now. Please refer attached photo which is shown x-ray and broken part. The surgeon request to investigate for determine root cause, and provide correct and preventive action as soon as possible.